Event description:
The company was notified that during the implant surgery, the implant's array had folded on itself in the cochlea. The implant surgeon explanted the patient's device in 2007. The patient was reimplanted with another advanced bionic's device.